Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 20-jul-2020, the patient reported that the infusion set's tubing detached from the quick release. However, the patient's blood glucose was normal and did not require any medical treatment. No further information available.